Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device was not functioning or responding when connected to the processor unit. Additionally, an error was displayed both before and after cleaning the device, and the same error appeared on both of the olympus stacks available. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to the regional repair center for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was an error on the camera head, the charged coupler device was defective, and the image was blurry. Based on the results of the investigation, it is likely the following led to the malfunction: error 238 in image display was caused by an error on the camera head. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.